Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, it was noted that the patient's anatomy was extremely tortuous and moderately calcified. After the three devices were implanted, procedural angiography reportedly revealed that a contralateral leg component (plc231000/14023101) had unintentionally covered the left hypogastric artery. An attempt to push the device proximally with a balloon was unsuccessful. The physician elected to conclude the procedure and take a wait-and-watch approach in regard to the covered vessel. The patient tolerated the procedure.